Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose. Customer stated that her blood glucose dropped extremely low in the middle of the night and her husband had to call the ambulance. Customer was treated by the paramedics with glucose shot and monitored her glucose levels. When her readings reached 68 mg/dl, it was decided not to go to the hospital. Customer did not know the value at the time of the incident but stated that she experiences frequent low blood glucose and once it gets below 35 mg/dl is when she goes unconscious. Customer believes it happened the past weekend but is not sure of the date. Customer was wearing the insulin pump and sensor but does not know what caused the event, she did not hear any alarms. Nothing further reported.